Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery balloon ruptured during valve deployment. The delivery system and valve will be returned for evaluation. A 29mm commander delivery system was prepped in normal fashion with nominal volume in the atrion (33 cc's) syringe. The valve/delivery system was inserted through the sheath and aligned in the abdominal aorta. The delivery system was advanced up and over the aortic arch and the sapien 3 valve positioned across the native valve (no bav performed). The flex catheter was pulled back without incident and the valve was positioned with the center marker at the annulus. The initial placement was deemed too ventricular, so the physician pulled the valve back (aortic) to reposition. After initiating rapid ventricular pacing, they proceeded to inflate the delivery system balloon to expand the valve. It was quickly noted that the contrast went to the aorta as the atrion syringe filled with blood, indicating a balloon rupture. The valve never expanded. A decision was made to remove the unexpanded valve/delivery system through the esheath without incident. Upon removal, a circumferential tear of the delivery system balloon was noted. A 2nd valve delivery system was prepped in normal fashion and the valve was successfully deployed in 80:20 aortic/ventricular placement with no paravalvular leak (pvl). The patient was transferred in stable condition for post management care. The patients¿ native annulus area measured 600cm2 by CT. The native annulus was moderately calcified and the native leaflets were mildly calcified.

Manufacturer narrative:
UDI # (B)(4). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a torn crimped balloon, gouges were present on the inner edge of the flex tip and compression was present on the distal end of the flex shaft. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. The complaints were confirmed by visual inspection. Dimensional testing was performed on the wall thickness on the crimp balloon along the balloon separation and was found to be in within specification. During balloon manufacturing, the entire delivery system (including the crimp balloon, balloon inflation, and nose tip) was 100% inspected for the following: wall thickness, and visual defects. Balloons are sampled tested for burst testing and additional visual inspection. During manufacturing, the crimp balloon molding process was 100% dimensionally inspected for the following: distal length, proximal length, distal ID, proximal ID, single wall thickness and double wall thickness. The balloons are visually inspected with unaided eye for general appearance/gross defects. In addition, are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, and gel spots. The crimp balloon to inflation balloon laser bond was 100% inspected per procedure for a smooth bond joint with no gaps between components and for any contamination. During manufacturing, the delivery system balloon undergoes the following inspections: pleat and fold process, the inflation balloon was visually inspected for tears, distorted/pinched folds, and wrinkles. Visual inspection for post-leak of the flex catheter is performed. During product verification (pv) testing per procedures, using five sample devices from the lot are tested. During testing the samples are inspected for physical defects. In addition, the inflation/crimp balloon bonds are visually inspected for tears or separations. Functional testing for de-airing is performed, inflation /crimp balloon bonds tensile strength are inspected. The samples passed this test and met tensile strength parameters. These inspections support that it is unlikely that a defect was present and/or contributed to the complaint. The instructions for use (IFU) and training manual were reviewed for guidance related to the reported event and no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and device history records) was unable to identify any evidence of manufacturing non-conformance's. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. It should be noted that the position of the gouges on the flex tip, on the inside of one side of the flex tip surface, are indicative of valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. See attachment 3. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint for ¿balloon ¿ torn¿ was confirmed. No manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient and/or procedural factors may have contributed to the complaint events. No product non-conformances or IFU/training inadequacies were identified, and the respective trend categories for from march 2017 to february 2018 do not exceed control limits. No corrective or preventive action is required at this time. A product risk was previously initiated to document and assess the balloon torn issue and its associated risks.